Event description:
It was reported that the ambicor penile prosthesis (app) was fully funcyional but the patient did not like how implant felt and looked. The patient felt that the right cylinder was not in the glans all the way and it crossed to the left corporal body. An app replacement surgery was performed and the patient is expected to fully recover.

Manufacturer narrative:
Additional information: investigation summary: based on the information available, boston scientific concludes that the cause that contributed to the reported event cannot be established as the product is not available for analysis. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported migration cannot be established as the product is not available for analysis. Device history record (DHR) : the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the ambicor penile prosthesis (app) was fully functional but the patient did not like how implant felt and looked. The patient felt that the right cylinder was not in the glans all the way and it crossed to the left corporal body. An app replacement surgery was performed and the patient is expected to fully recover.